Event description:
Additional information: it was reported that the patient was admitted to the hospital in (B)(6) for pneumonia. The patient suffered a heart attack while in the hospital. The pump was turned down to minimum rate on (B)(6) 2013. The patient was still hospitalized, but the managing clinic felt these events had "nothing to do with the implanted pump." Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the patient also experienced congestive heart failure and hypostasis. The patient had signs/symptoms of chest pain, edema and difficult breathing. The severity was reported to be severe. The events were ongoing with no further action needed. The events were unrelated to the device, therapy or implant procedure.

Manufacturer narrative:
Concomitant medical products: 8709, lot# j11009r43, implanted: (B)(6) 2002. Product type: catheter. (B)(4). The correct manufacturing site # for this report is (B)(4).

Manufacturer narrative:
(B)(4) (patient in bad shape). (B)(4).

Event description:
It was reported that a patient had a "life or death" situation and had a very low heart rate. The patient was noted to have been in "bad shape" and may still have been in "bad shape". Over the past weekend, the physician was trying to determine how to stop a pump emergently. The reason the patient was admitted to the hospital was unknown. The pump was delivering clonidine. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: additional information was received and it was reported that the cause of the event was pulmonary edema with bradycardia. The event was not related to the implanted system or the drugs used in the system. The patient recovered without sequela. The pump was delivering sufentanil, bupivacaine, and clonidine.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).